Event description:
Spouse of home pt (hp) reports pt line of homechoice set became disconnected from pt's transfer set during treatment on homechoice device. Baxter tech assisted hp in ending treatment early and restarting with new supplies. No pt injury or medical intervention required per spouse.